Event description:
It has been reported to philips that the customer was unable to perform x-ray. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer was performing an emergency treatment which was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform an x-ray. A review of the system log file confirmed the reported problem. Upon functional, testing fse sent logs to rse and confirmed that the tube current was out of range and rse suggested to readapt and calibrate the tube. To resolve the issue fse performed tube adaptation and edl calibration. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.